Event description:
The bath bench legs reportedly buckled during use causing the user to fall. She reportedly fell toward the wall, then slid down to the tub floor. She did not sustain any injury and did not require any medical intervention. The report source states the bath bench comes fully assembled and he has never had to evaluate the product to ensure the screws are tight in the past. Thus, he sells the bath benches as is out of the box to customers. When the user brought the bench back to him, he noted the screws that attach the legs to the bench were not tight. He checked the rest of his inventory and found three out of four remaining benches had loose screws. Once tightened, he states the bench is very stable. No further information was available.

Manufacturer narrative:
Evaluation of the returned product found scratches in the screw/ washer area that indicates the product has been used with the legs in an untightened condition. The end user's family had reportedly attempted to tighten the bench screws after the event, altering the original status of the screws. The customer contact reported that the end user had only purchased the bath bench three days prior to the incident. The returned item was manufactured in 2005. From the markings noted at the screw/ washer area it is suspected that the product has been in use more than three days. This is the only report we have received of this nature for this product and it appears to be an isolated event.